Manufacturer narrative:
During investigation of the monitor for an unrelated issue a reportable malfunction was found. The monitors front response button was difficult to activate. The cause for failure was contamination. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid.

Event description:
During investigation of the monitor for an unrelated issue a reportable malfunction was found. The monitors front response button was difficult to activate. The cause for failure was contamination.